Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.

Event description:
The user facility reported during vitrectomy surgery, the cutter would not cut. There was no pt injury reported.